Event description:
It was reported that the rotapro burr became stuck on the rotawire. A 1.50mm rotapro and a rotawire drive were selected to be used for procedure. The rotapro was prepped and platformed at 200,000rpm outside the patient. During procedure, the advancer dynaglide mode button did not respond unless it was pressed firmly and strongly. The rotation speed did not sound like 200,000rpm, the sound was a little closer to a low speed, even though, it was set to 200,000rpm. There was abnormal sound and the burr became stuck on the rotawire. Then, when the physician checked the flush lumen it was stopped as if it was clogged. There was resistance encountered during removal. The rotapro and the rotawire were removed together as one unit from the patient. The procedure completed successfully with another device. There were no patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: details of analysis: returned product consisted of the rotawire drive. The wire was received within the rotapro device from the related complaint. Inspection of the returned wire was not able to be completed, as the wire was unable to be removed from the rotapro device due to a stretched coil and excessive dried blood within the device restricting movement of the wire. Product analysis confirmed the reported event, as the rotawire was unable to be removed from the device.

Event description:
It was reported that the rotapro burr became stuck on the rotawire. A 1.50mm rotapro and a rotawire drive were selected to be used for procedure. The rotapro was prepped and platformed at 200,000rpm outside the patient. During procedure, the advancer dynaglide mode button did not respond unless it was pressed firmly and strongly. The rotation speed did not sound like 200,000rpm, the sound was a little closer to a low speed, even though, it was set to 200,000rpm. There was abnormal sound and the burr became stuck on the rotawire. Then, when the physician checked the flush lumen it was stopped as if it was clogged. There was resistance encountered during removal. The rotapro and the rotawire were removed together as one unit from the patient. The procedure completed successfully with another device. There were no patient complications and the patient was good post procedure.